Event description:
Leakage from the arterial lumen between y-connector and the catheter. The incident occurred 14 days after placement. In 04 external leaks in dialysis catheters are considered MDR reportable.